Manufacturer narrative:
It was reported that on (B)(6) 2025 and two other unspecified occasions, the 10ml lock syringes included in the packs were not operational. The customer reported that the syringes looked "chewed on," were discarded from the field, and replaced with syringes from room stock. The customer said the defective syringes were discovered prior to use and there was no patient involvement. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that on (B)(6) 2025 and two other unspecified occasions, the 10ml lock syringes included in the packs were not operational. The customer reported that the syringes looked "chewed on," were discarded from the field, and replaced with syringes from room stock.